Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron cx 5 delta clinical system generated one erroneous tg (triglyceride) result. Customer reported that quality control (qc) for tg was in range. Customer reported that the erroneous result was not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the reagent syringe drive, the reagent syringe, the reagent probe, the tubing from the reagent probe to the bubble generator, and the cable from the reagent drive board to the backplane. The fse loaded new tg reagent and calibrated. Customer then ran qc for tg, c-reactive protein and total bilirubin. All qcs were within specifications.